Event description:
It was reported that the cassette was locked and not attached. The incident was observed during functional testing in their workshop. No further information is available. No patient involved.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Device evaluation: one device has been returned for investigation. Visual inspection found: labels are undamaged. Tamper seal missing. Device was in good condition, no physical damage was found on the pump. Display glass scratched. Downstream occlusion (dso) seal has bubble. Functional testing confirmed the reported complaint. Investigation found the cassette sensor was non functional and needs to be replaced. Root cause could not be established. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The cassette sensor was replaced.